Manufacturer narrative:
Chen, f., li, z., yang, h., <(>&<)> tian, x. (2016). Efficacy and safety of tirofiban in the bridging therapy of mechanical thrombectomy after intravenous thrombolytic therapy for acute ischemic stroke. Chinese journal of practical internal medicine, 36(11), 994-996. Doi:10.7504/nk20161006012 the solitaire devices have not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and its cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of intracranial hemorrhage and infarction after solitaire mechanical thrombectomy. The purpose of this article was to examine the efficacy and safety of tirofiban as an adjunct treatment to mechanical thrombectomy. The authors retrospective analyzed 98 patients with acute ischemic stroke who received, but failed, IV-tpa treatment. Of the 98 patients, the patients were split into two groups: the treatment group consisted of 48 patients who underwent tirofiban infusion after solitaire treatment and the control group consisted of 50 patients who did not undergo tirofiban treatment after solitaire. The article notes the following adverse events: - four patients from the treatment group and six patients from the control group experienced intracranial hemorrhage - five patients from the treatment group and 16 patients from the control group experienced recurrent infarction.